Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16372103, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that it was painful to charge. The patient underwent an explant procedure.